Manufacturer narrative:
This event is reported at this time based on analysis findings. H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): a concerto coil was returned for analysis within a shipping box; within sealed biohazard pouch and within a secondary resealable biohazard bag. The unknown micro catheter used in the event was not returned. The implant coil was returned with introducer sheath. Visual inspection/damage location details: the concerto coil pushwire was found to be kinked at ~ 44.7cm and at ~50.8cm from proximal end. The concerto implant coil was found to have been detached and returned. The implant coil was found to be stretched and damaged. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): the concerto coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. The concerto coil tip od (outer diameter) was measured to be 0.0132¿ which is within specifications. The ID (inner diameter) of the introducer sheath was measured to be 0.0195¿ which is within specifications. Conclusion: based on the device analysis and the reported information, the customers report of ¿coil resistance/stuck in catheter¿ was unable to be confirmed. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The model or lot number for the unknown catheter were not provided; therefore, compatibility could not be assessed. The root cause could not be determined. Based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed. However, the root cause could not be determined. There were no reported issues pushing the concerto coil out from within its introducer sheath during preparation. Therefore, it is possible that the implant coil became damaged during return of the implant coil back into the introducer sheath. It is possible insufficient preparation of the concerto coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the reporter states that she was told that the coil became stuck in the catheter and would not deploy. There was coil resistance/stuck in the sheath. No patient symptoms or further complications were reported as a result of this event. It was noted the patient's blood flow was normal and vessel tortuosity was moderate.

Event description:
Additional information was received stating that the report of "would not deploy" meant the device could not be pushed further. Resistance was in the catheter. The cause of the resistance was not determined. Resistance was in the middle of the catheter. The coil came out of the introducer sheath smoothly. A continuous saline flush was not administered and maintained as indicated in the IFU. There was no kink/damage to the coil and catheter observed after removal. The catheter was not a medtronic product, but a progreat. During preparation, the introducer sheath was not held vertically when the implant coil was pulled back inside during hydration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.